Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not pacing and sensing consistently. Multiple cables and pacing wires were changed out in attempt to troubleshoot the issue. The epg was expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the epg was not pacing and sensing consistently. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service. It was noted that after placement of the pacing wire and prepping to set the pacer, there was very little sensing or capture getting up to about 15a and then after manipulating the connections the capture happened and the patient¿s chest jumped. Occasionally, the capture held and other times it did not and had to be adjusted again. No further patient complications have been reported as a result of this event.